Manufacturer narrative:
Calibration was last performed on (B)(6) 2023. The field service engineer (fse) replaced syringe seals and the heat cut filter, flushed the sample and reagent probes, and checked the rinse levels. The investigation did not identify a product problem. The root cause of the event could not be determined. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable vanc2 vancomycin results for 2 patient samples on a cobas pro c 503 analytical unit. The initial results were reported outside of the laboratory. The customer was prompted to repeat the samples after qc was performed and was outside of the acceptable range. For patient 1, the initial vanc2 result was 11.9 ug/ml. The sample was repeated in duplicate on another analyzer and the results were 9.2 ug/ml and 9.5 ug/ml. For patient 2, the initial vanc2 result was 10.6 ug/ml. The sample was repeated in duplicate on another analyzer and the results were 8.3 ug/ml and 8.0 ug/ml. The repeat results were deemed correct. The analyzer serial number is (B)(4).

Manufacturer narrative:
Qc was within range prior to the event. The investigation is ongoing.